Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to mid abdomen, lower abdomen and flanks on (B)(6) 2019 using cool advantage, coolcore contour. The patient was also treated with coolsculpting to upper abdomen, mid abdomen and lower abdomen on (B)(6) 2019 using cool advantage, coolcore contour, who developed paradoxical hyperplasia (pah/ph) one month after treatment 2. Ph was described as visibly enlarged, firm and distended. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the mid/lower abdomen and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to mid abdomen, lower abdomen and flanks on (B)(6) 2019 using cool advantage, coolcore contour. The patient was also treated with coolsculpting to upper abdomen, mid abdomen and lower abdomen on (B)(6) 2019 using cool advantage, coolcore contour, who developed paradoxical hyperplasia (pah/ph) one month after treatment 2. Ph was described as visibly enlarged, firm and distended. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the mid/lower abdomen and flanks with paradoxical hyperplasia (ph).